Event description:
It was reported when using the pyxis medstation es system tower door failed. The customer reported that a malfunction occurs when they open or close the door. Although they were able to retrieve the medications, the issue persists. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door latch clicking and failing with each attempt to open it. A field service engineer applied conductive grease to all latch connections to resolve. The device functioned as intended after the customer resolved the issue.